Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After the review of medical records, it was reported that the patient was revised to address pain, squeaking sensation and elevated metal ion levels. Revision notes indicated extensive metallosis and debris, open over anteverted cup and liner mal positioned within the cup. Reported metal ion levels are above 7ppb. Doi: (B)(6) 2010; dor: (B)(6) 2016; right hip.